Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific has issued an advisory communication regarding a subset of pacemakers in the accolade product family that has an elevated potential of exhibiting this behavior. This particular device is included in the hydrogen induced premature depletion advisory population. Patient code 3191 captures the reportable event of surgery.

Event description:
It was reported this pacemaker showed five years remaining to explant and in february indicated seven years. The technical services (ts) offered engineering analysis or at minimum check device again is six months and if drops additional two years then would definitely send in data for analysis. Additional information from initial analysis indicated that the power consumption of this device has been steadily increasing for over a year and is expected to continue to increase. The engineers recommended replacing the device and returned for detailed analysis. Additional information from the medical records indicated that the device was surgically explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific has issued an advisory communication regarding a subset of pacemakers in the accolade product family that has an elevated potential of exhibiting this behavior. This device is not part of the hydrogen induced premature depletion advisory population. Patient code 3191 captures the reportable event of surgery.

Event description:
It was reported this pacemaker showed five years remaining to explant and in february indicated seven years. The technical services (ts) offered engineering analysis or at minimum check device again is six months and if drops additional two years then would definitely send in data for analysis. Additional information from initial analysis indicated that the power consumption of this device has been steadily increasing for over a year and is expected to continue to increase. The engineers recommended replacing the device and returned for detailed analysis. Additional information from the medical records indicated that the device was surgically explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported this pacemaker initially showed 7 years remaining longevity but after a few months this showed 5 years remaining of battery. The technical services (ts) recommended an engineering analysis. No intervention done as of this time. The pacemaker remains in service. No adverse patient effects were reported.